Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) patient was in the ICU. The device was oversensing some emi noise from the environment, which was causing pacing inhibition greater than two seconds and inappropriate anti-tachycardia pacing (atp). The field representative was investigating the issue. Device remains in-service. No adverse patient effects were reported.

Event description:
Additional information was received that during the episode of oversensing some emi noise which caused pacing inhibition greater than two seconds, the patient passed out as a result. Plan was to continue to monitor at this time. No additional adverse patient effects were reported.